Event description:
It was reported that the insulin pump had scrolling numbers due to the up button getting stuck during a bolus attempt. The blood glucose reading was 112 mg/dl. No significant events leading to the keypad issues were observed other than the customer coming home from dance class. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number anomaly was noted on the display. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.